Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and were reviewed to confirm the multiple warning messages upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real inteligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during a cori tka procedure, when advancing from the femur visualize cut screen to the tibia bone removal screen, the "bone model generation error" occurred. They hit ok to dismiss the error, cleared tibia points for surgeon to re-collect, but received the same error. The surgeon then added more points to the tibia, but still received the error. They removed a few points, and then added more points to the tibia, but received the same error. The same happened again (they received the same error six times in total). Finally, they cleared points, collected again and were able to resume operation with a delay of fewer than 30 minutes. Case was completed with cori and desired outcome. No other complications were reported.